Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient contracted meningitis post implantation (specific date not reported), leading to the decision to explant the device. No additional data has been provided as of the date of this report, may 7th, 2012. The device was explanted (B)(6) 2012, and the patient was reimplanted with a new device from a different manufacturer during the same surgery.

Manufacturer narrative:
(B)(4).